Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed that the previous repair was worn out and pulled away, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rescue tape from a previous driveline sheath repair had slid down about an inch on the driveline and needed to be reapplied. Visual inspection revealed that the previous repair had pulled away from the strain relief exposing approximately three to five centimeters of uncovered inner silicone sheathing of the electrical wires. A manufacturer's representative performed a modified sheath repair to the exposed silicone sheath at the strain relief of the controller connector. A double layer of 1/2 inch silicone tape was applied anchoring one side to the proximal two centimeters of the strain relief and the other to the previous repair thus covering the exposed inner silicone sheath. There were no reported alarms or pump stops. The patient was discharged without consequence or impact to the patient. The driveline remains implanted.